Event description:
It was reported that during a robotic prostatectomy procedure, the device cut but the staples did not form and laid in the abdomen. Suture was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.